Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Rv defib impedance steady at approx. 62 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. Svc defib impedance steady at approx. 69 ohms through (B)(6) 2015, rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that during the device check, there was abnormal lead impedance and suspected lead fracture. The patient was scheduled for lead revision but the procedure was cancelled because the patient had melena and the lead remained in use. No patient complications have been reported as a result of this event. Additional information was received and reported the patient is deceased and died in a manner unrelated to the device system.